Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port arm drape accessory to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. For clarification, the drapes sterile adapters disk was installed incorrectly onto the plate. Three out of the eight sterile adapter disk were installed in the incorrect orientation. As a result, the sterile adapter is unable to engage with the systems patient side manipulator (psm). In addition, the drape was found to have failed engagement. The engagement was due to incorrect assembly of the sterile adapter plate.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port arm drape accessory does not fit on the arm and will not be inserted. No known impact or patient consequence was reported.